Event description:
It was reported, that "the cuff leaks". Limited information provided. The involved device has been returned and forwarded to the quality analytical lab for analysis and investigation.